Event description:
Nicu pt injury due to fall from bed ater bedside rail abruptly dropped during pt care. F/u investigation revealed no damage to side rail or latches. Cause of abrupt opening unk. FDA safety report ID# (B)(4).